Event description:
Reported received of non-delivery of mefoxin. In 07/2003 at 10:00am the day nurse reportedly hung a bag of mefoxin on the secondary line. The pump programming parameters were unspecified. At 3:00 the evening nurse noted that the mefoxin bag was full and had not been delivered. The doctor using the same pump without reported incident. The patient did not experience any adverse sequelae. Though requested, there was no further information available.